Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was flashing blank and it was displaying a white display. Customer's blood glucose was unknown. The customer did not drop or bumped the device. Customer was advised to revert to back up plan. Device is not returning for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. No blank display was noted. Unable to perform the functional testing including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with a cracked select button keypad overlay, keypad overlay texture damage, minor scratches on the case and minor scratches on the lcd window.